Event description:
Pt given massager for christmas. Sat in the chair and turned on the massager and heart began to flutter. The massager interfered with pt's pacemaker. Pt found a warning against use of the product with pacemakers in the manual but there was no warning on the outside of the box. If the warning had been on the box, pt's family member would not have purchased it for pt.